Manufacturer narrative:
(B)(4). Failure to follow steps-gripper line removability was not established prior to deploying the clip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the failure to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve for placement at a3/p3. Grasping was difficult due to the challenging leaflet anatomy. When the gripper line removability was tested, the gripper line did not move at all. One end was slightly tugged, but the gripper line did not move. The decision was made to continue deployment steps to remove tension. The clip was successfully deployed and another attempt was made to remove the gripper line, but the line did not move. All curves were relaxed on the system, but the line did not move. The cds was removed, with the steerable guide catheter (sgc) left in. One end of the gripper line was tugged on a little more, but the line broke, and was removed. The other end was still stuck in the clip. The other end was tugged on; however, the clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The one end of the gripper line was still stuck in the clip. The sgc was removed, and the end of the gripper line was cut at the groin. No further clips were attempted, and the mr remained at 4+. The procedure was discontinued. The patient was confirmed to be stable and will be considered for mitral valve replacement surgery at a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and foreign body left in patient, as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. The mitraclip instructions for use (IFU) states that if excessive resistance is noted at both ends of the gripper line (resulting in failure to establish gripper line removability/eglr), stop and remove the clip delivery system. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. The reported single leaflet device attachment (slda) and gripper line break appear to be a result of user error, as the user continued to deploy the clip and attempted to remove the gripper line when eglr was not able to be performed successfully. A definitive cause for the reported inability to remove the gripper line could not be determined. The reported patient effects of foreign body left in the patient and unchanged mr appear to be a result of procedural conditions and due to the inability to remove the gripper line and subsequent slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.